Event description:
Event description guidant received information that this lead, which had been implanted 3 days, displayed a decrease in sensing and impedance from the implant measurements. A dislodgement was suspected, however the x-ray did not confirm this. An invasive procedure was performed and the lead was explanted and replaced.